Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated he was experiencing shaking and sweating, so checked his bg which was 38mg/dl, although the cgm was reading 222 mg/dl. His wife called the paramedics and the paramedics transported him to the hospital. He was treated with glucose via intravenous (IV) therapy and after treatment at the hospital he was released with normal bg levels. At the time of the report he was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.